Manufacturer narrative:
The fse evaluated the instrument. The fse found that the actuator for the blood sampling valve (bsv) was not working. The fse replaced the bsv actuator, which repaired the results and the errors. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was failing backgrounds for red blood cell (rbc) and platelet (plt) counts. The customer reported white blood cell (wbc) and plt vote outs on controls and on samples. The instrument was also generating rbc bath overflow errors. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.